Event description:
The patient connector was not connected with the titanium adapter well when the customer changed the transfer set. There was no patient injury or medical intervention reported. There was patient involvement.

Manufacturer narrative:
(B)(4). This complaint was not confirmed and the root cause is undetermined due to the sample not being returned. This is a product not distributed in the us and does not have a 510 number.